Event description:
Info rec'd indicates the brake caster wheel locks in place but the caster swivels with the brake on.

Manufacturer narrative:
The tech found the top of the caster was broken. He replaced the brake caster and adjusted the brake to repair the stretcher.